Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Patient is bilateral and it is unknown which side was revised therefore the following sections could not be completed due to the part/lot information could be: category number - 16-116058; lot number - 433940; expiration date - aug 31, 2020; implant date - (B)(6) 2015; manufacture date -aug 28, 2014. Or the part/lot information could be: category number - 16-116058; lot number - 028410; expiration date - oct 31, 2014; implant date - (B)(6) 2015; manufacture date - oct 25, 2014.

Event description:
It was reported that the patient underwent initial left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to the cup loosening and falling out of the acetabulum. The head, cup, and liner were removed and replaced.